Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When opening the package of a 6f-7f mynx grip vascular closure device (vcd) the green part slipped down and was manually put back in the same place. When attempting to deploy it, the polymer would not deploy. Hemostasis was achieved by manual compression for 20 minutes. The patient is doing fine and there was no patient injury. The device will be returned for analysis. The device was stored as per the labeling and was opened in a sterile field. The user is trained in the use of the device.

Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7, h2 and h6 have been updated accordingly. When opening the package of a 6f/7f mynxgrip vascular closure device (vcd) the green part slipped down and was manually put back in place. When attempting to deploy the device, the polymer would not deploy. There was no reported patient injury. The device was stored as per the labeling and was opened in a sterile field. The user was mynx certified. Hemostasis was achieved by using manual compression for 20 minutes. The device was not returned for analysis. A product history record (phr) review of lot f1924604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle displacement¿ and ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Corrected data: section d10: device available for evaluation.